Event description:
G-tube \[gastric tube]" became dislodged during routine g-tube cares due to balloon not being adequately inflated. TCC \[trauma care coordinator]" and NNP \[neo-natal nurse practitioner]" notified immediately at 0820, and orders from NNP received. Surgery also notified within 5 minutes and responded to bedside by 0830 to replace tube. G-tube successfully replaced at 0830. Upon further assessment at a later time, balloon was found to have a leak.